Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed that the video system center exhibit an e315 error code and a communication error between the contacts and scope socket.